Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in-clinic. The implantable cardioverter defibrillator exhibited myopotential over-sensing and the physician performed programming changes. The patient was in stable condition.